Event description:
Received information the ins was over-discharged due to patient's health issues. A physician mode recharge was completed and the patient went home to fully recharge the ins. After charging the system fully it started to "shock" the patient and the patient could not turn it off. The representative met the patient in the emergency room and used the 8840 physician programmer to clear the power on reset message. The ins said it was off but was still shocking the patient. Representative turned the ins on and "shocking" sensation stopped. The ins appears to be working fine now. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).